Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that the user was unable to issue the medication to the patient during the malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. A field service engineer (fse) found scratch marks on the retractor band and subsequently replaced the drawer. The system functioned as intended after the fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that the user was unable to issue the medication to the patient during the malfunction. However, there were no adverse events or injuries reported based on this event.